Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was confirmed, as there were three progressive light and the pit button remained red. It was also confirmed that the sim card was working properly. - the reported behaviour indicates that the inductive monitor was unable to connect to the back office for one of the following reasons: internet error, network time protocol error, upload error, communication timeout or an internal product error. However, the root cause of the issue could not be determined with certainty. - this case is recorded for trending purposes.

Event description:
Reportedly, the transmitter remains blocked on 3 leds and the button heart remains in red.